Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon displayed on the receiver and an adverse event occurred. The patient stated they received an error message on the receiver and while they were driving, at 12:05pm, they passed out from a hypoglycemic event that resulted in a car accident. They indicated that they ate 2 diabetic candies when they woke up and when the paramedics arrived, they did not treat the patient. They stated their finger stick reading was 69mg/dl at the time of event and after eating the 2 candies, their blood sugar went up to 229mg/dl. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.